Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("profuse bleeding for about 424 days") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (giving birth to her third daughter in 2013), chronic fatigue in 2013, irritable bowel syndrome in 2013, chronic fatigue in 2013, insomnia in 2013 and general physical health deterioration in 2013. Concomitant products included hormonal contraceptives for systemic use until 2014 for hormonal contraception as well as paracetamol (prolief) and phenazopyridine hydrochloride (azo-100). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain, agony with cramping"). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced cystitis interstitial ("interstitial cystitis"). The patient was treated with surgery (hysterectomy to remove the device). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain and cystitis interstitial outcome was unknown. The reporter considered cystitis interstitial, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: in 2013, she was diagnosed with chronic fatigue, irritable bowel syndrome, fibromyalgia, insomnia and other medical issues - a far cry from when she worked 50-hour weeks as a special-eduucation teacher, all while pregnant with her second child. After implantation in (B)(6) 2014, she was in pain, in (B)(6) 2014, she was in agony with cramping and profuse bleeding. During a follow up visit, her doctor dismissed her symptoms as results of stopping hormonal birth control, doctor also told her that she was getting older. She was still having issues, even though she got it out. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet was received. Reporter information was added. Event interstitial cystitis was added from social media post. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("profuse bleeding for about 424 days") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (giving birth to her third daughter in 2013), chronic fatigue in 2013, irritable bowel syndrome in 2013, chronic fatigue in 2013, insomnia in 2013 and general physical health deterioration in 2013. Concomitant products included hormonal contraceptives for systemic use for hormonal contraception. In 2014, 61 days before insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain, agony with cramping"). In (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (hysterectomy to remove the device). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: in 2013, she was diagnosed with chronic fatigue, irritable bowel syndrome, fibromyalgia, insomnia and other medical issues - a far cry from when she worked 50-hour weeks as a special-education teacher, all while pregnant with her second child. After implantation in (B)(6) 2014, she was in pain, in (B)(6) 2014, she was in agony with cramping and profuse bleeding. During a follow up visit, her doctor dismissed her symptoms as results of stopping hormonal birth control, doctor also told her that she was getting older. She was still having issues, even though she got it out. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure inserted and experienced profuse bleeding for about 424 days, when she had a hysterectomy to remove her device. The event, seen as genital haemorrhage, is anticipated in the essure reference safety information. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident, due to the required surgical intervention. In addition a nonserious event was reported. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('profuse bleeding for about 424 days/I bleed for 425 days') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (giving birth to her third daughter in 2013). Concurrent conditions included chronic fatigue since 2013, irritable bowel syndrome since 2013, chronic fatigue since 2013, insomnia since 2013 and general physical health deterioration since 2013. Concomitant products included hormonal contraceptives for systemic use until 2014 for hormonal contraception as well as paracetamol (prolief) and phenazopyridine hydrochloride (azo-100). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lasting 424 days and experienced pelvic pain ("pain, agony with cramping/horrible pain"). In (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced cystitis interstitial ("interstitial cystitis") and adenomyosis ("adenomyosis") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy to remove the device). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain, cystitis interstitial, adenomyosis and vitamin d decreased outcome was unknown. The reporter considered adenomyosis, cystitis interstitial, genital haemorrhage, pelvic pain and vitamin d decreased to be related to essure. The reporter commented: in 2013, she was diagnosed with chronic fatigue, irritable bowel syndrome, fibromyalgia, insomnia and other medical issues - a far cry from when she worked 50-hour weeks as a special-education teacher, all while pregnant with her second child. After implantation in (B)(6)2014, she was in pain, in (B)(6)2014, she was in agony with cramping and profuse bleeding. During a follow up visit, her doctor dismissed her symptoms as results of stopping hormonal birth control, doctor also told her that she was getting older. She was still having issues, even though she got it out. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: adenomyosis, vitamin d decreased. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - reporter information was added. Event low vitamin d added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('profuse bleeding for about 424 days/I bleed for 425 days') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (giving birth to her third daughter in 2013). Concurrent conditions included chronic fatigue since 2013, irritable bowel syndrome since 2013, chronic fatigue since 2013, insomnia since 2013 and general physical health deterioration since 2013. Concomitant products included hormonal contraceptives for systemic use until 2014 for hormonal contraception as well as paracetamol (prolief) and phenazopyridine hydrochloride (azo-100). In august 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lasting 424 days and experienced pelvic pain ("pain, agony with cramping/horrible pain"). On an unknown date, the patient experienced cystitis interstitial ("interstitial cystitis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy to remove the device). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain, cystitis interstitial and adenomyosis outcome was unknown. The reporter considered adenomyosis, cystitis interstitial, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: in 2013, she was diagnosed with chronic fatigue, irritable bowel syndrome, fibromyalgia, insomnia and other medical issues - a far cry from when she worked 50-hour weeks as a special-eduucation teacher, all while pregnant with her second child. After implantation in aug-2014, she was in pain, in dec-2014, she was in agony with cramping and profuse bleeding. During a follow up visit, her doctor dismissed her symptoms as results of stopping hormonal birth control, doctor also told her that she was getting older. She was still having issues, even though she got it out. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: adenomyosis quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received - new event adenomyosis was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('profuse bleeding for about 424 days / I bleed for 425 days') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (giving birth to her third daughter in 2013). Concurrent conditions included chronic fatigue since 2013, irritable bowel syndrome since 2013, chronic fatigue since 2013, insomnia since 2013 and general physical health deterioration since 2013. Concomitant products included hormonal contraceptives for systemic use until 2014 for hormonal contraception as well as paracetamol (prolief) and phenazopyridine hydrochloride (azo-100). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lasting 424 days and experienced pelvic pain ("pain, agony with cramping / horrible pain"). On an unknown date, the patient experienced cystitis interstitial ("interstitial cystitis") and adenomyosis ("adenomyosis") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy to remove the device). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain, cystitis interstitial, adenomyosis and vitamin d decreased outcome was unknown. The reporter considered adenomyosis, cystitis interstitial, genital haemorrhage, pelvic pain and vitamin d decreased to be related to essure. The reporter commented: in 2013, she was diagnosed with chronic fatigue, irritable bowel syndrome, fibromyalgia, insomnia and other medical issues, a far cry from when she worked 50-hour weeks as a special-education teacher, all while pregnant with her second child. After implantation on (B)(6) 2014, she was in pain, on (B)(6) 2014, she was in agony with cramping and profuse bleeding. During a follow up visit, her doctor dismissed her symptoms as results of stopping hormonal birth control, doctor also told her that she was getting older. She was still having issues, even though she got it out. Cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: adenomyosis, vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("profuse bleeding for about 424 days") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (giving birth to her third daughter in 2013), chronic fatigue in 2013, irritable bowel syndrome in 2013, chronic fatigue in 2013, insomnia in 2013 and general physical health deterioration in 2013. Concomitant products included hormonal contraceptives for systemic use for birth control. In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain, was in agony with cramping"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: in 2013, she was diagnosed with chronic fatigue, irritable bowel syndrome, fibromyalgia, insomnia and other medical issues - a far cry from when she worked 50-hour weeks as a special-education teacher, all while pregnant with her second child. After implantation in (B)(6) 2014, she was in pain, in (B)(6) 2014, she was in agony with cramping and profuse bleeding. During a follow up visit, her doctor dismissed her symptoms as results of stopping hormonal birth control, doctor also told her that she was getting older. She was still having issues, even though she got it out. Further company follow-up with the consumer is not possible.. Company causality comment: a (B)(6) female consumer had essure inserted and experienced profuse bleeding for about 424 days, when she had a hysterectomy to remove her device. The event, seen as genital haemorrhage, is anticipated in essure's reference safety information. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident, due to the required surgical intervention. In addition a nonserious event was reported. A product technical analysis is expected.